Event description:
While suturing the stomach, surgeon noted the driver was not closing correctly. During inspection of the device, the tip of the driver was noted to be missing. C-arm brought in and segment of the device found and removed.